Event description:
It was reported that a smiths medical pump alarmed no disposable. Narrative from the reporter: spoke with nurse and patient was attached tuesday and pump alarmed nd on tuesday evening he came in wednesday and she tried to fix it but it did not resolve. She did take cassette off and back on and it still alarmed. She took cassette and used a different pump and was able to complete treatment with that pump. She wanted to know if pump should be sent back, advised that we should and rga would be opened. She verbalized understanding. No further questions at this time. Total volume to be infused- 140ml. Rate- 3ml/hr, resvol- 100.3ml. No further information available.